Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report numbers 3006705815-2021-05647, and 1627487-2022-02423. It was reported that the patient was experiencing pain at the ipg site. Additionally high impedances were found on the leads, resulting in ineffective therapy. In turn, surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.